Manufacturer narrative:
Concomitant medical products. Model: ddbb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that there was a "set screw issue" with the patient's implantable cardioverter defibrillator (ICD). Also noted was a right ventricular (rv) lead warning for high pacing impedance. An intervention was completed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.